Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination: the sds was returned without the stent, along with an x-ray showing the rep's sample and the unit used clinically, the brite tip of the rep's sample in the x-ray was clearly brighter than the tip of the clinical sample a flouroscopic scan was performed on the returned unit and the brite tip was visible. The variation in the degree of radiopacity has been confirmed. Visually, the returned sample exhibits less than optimal radiopacity, which may, depending on the quality of flouroscopic equipment used, render it more difficulty to visualize. This degree of variation between the returned unit and the rep's sample could be attributed to variation in the dispersion of the radiopaque filler in the brite tip material. A review of mfg record for this product revealed that the correct radiopaque filler was used in the brite tip. And in the correct amount. The exact reason for the reduced visibility of the returned unit's brite tip could not be determined.

Event description:
The stent dislodged and embolized.